Event description:
As reported: during the test, the red light came on, but during the procedure, after connecting the wdc, the signal tone did not sound. A second wdc was used, but the same issue occurred. Both were retrieved, and another product was used. The procedure was then successfully completed using the originally opened wdc. The patient was reported to be stable.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector bent at the black lead wire joint. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with pre-testing failure and non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher bend, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength.

Event description:
No new information was received.